Event description:
During spirometry test, pt experienced difficulty breathing. The technician noticed fingers were turning blue. The oxygen flowmeter showed that it was delivering 2.5 lpm but no oxygen was getting to the pt. O2 saturation was 75% with a heart rate of 102. The technician switched them to another oxygen supply set at 2.01 lpm. O2 saturation improved to 94% and heart rate decreased to 94.